Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("surgery to remove the essure implant"), abdominal adhesions ("scar tissue closing off her bowels and her ovaries were attaching to her kidneys"), pain ("tissue was causing severe pain") and haematochezia ("bloody stools") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included laparoscopy and hysterectomy. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal adhesions (seriousness criterion medically significant), pain (seriousness criterion medically significant) and haematochezia (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain upper ("cramps in her stomach") and constipation ("constipation"). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain and haematochezia outcome was unknown, the abdominal adhesions and pain was resolving, the abdominal pain upper was resolving and the constipation outcome was unknown. The reporter provided no causality assessment for abdominal adhesions, abdominal pain upper, constipation, haematochezia and pain with essure. The reporter considered pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jul-2018: quality-safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5026929) on 01-oct-2012. The most recent information was received on 24-sep-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("surgery to remove the essure implant"), pelvic inflammatory disease ("chronic pelvic inflammatory disease"), abdominal adhesions ("scar tissue closing off her bowels and her ovaries were attaching to her kidneys"), intestinal obstruction ("severe bowel blockage") and haematochezia ("bloody stools") in a 22-year-old female patient who had essure (batch no. 619619) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included laparoscopy, hysterectomy, menstruation abnormal and abdominal cramps. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), intestinal obstruction (seriousness criterion medically significant) with abdominal pain, vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches,"), nausea ("nausea,"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue,"), blood urine present ("blood in urine"), renal pain ("kidney pain") and urinary incontinence ("urinary incontinence"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), abdominal adhesions (seriousness criterion medically significant), abdominal pain upper ("cramps in her stomach"), constipation ("constipation"), haematochezia (seriousness criterion medically significant), adhesion ("severe adhesive disease") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy) and surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, migraine, nausea and dysmenorrhoea had resolved, the pelvic inflammatory disease, intestinal obstruction, constipation, haematochezia, female sexual dysfunction, headache, fatigue, adhesion, blood urine present, renal pain, urinary incontinence and abdominal pain lower outcome was unknown and the abdominal adhesions and abdominal pain upper was resolving. The reporter provided no causality assessment for abdominal adhesions, abdominal pain upper, constipation and haematochezia with essure. The reporter considered abdominal pain lower, adhesion, blood urine present, dysmenorrhoea, fatigue, female sexual dysfunction, headache, intestinal obstruction, menorrhagia, migraine, nausea, pelvic inflammatory disease, pelvic pain, renal pain, urinary incontinence and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: severe adhesive disease, chronic pelvic inflammatory disease, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (reference number: mw5026929) on 01-oct-2012. The most recent information was received on 07-sep-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("surgery to remove the essure implant"), pelvic inflammatory disease ("chronic pelvic inflammatory disease"), abdominal adhesions ("scar tissue closing off her bowels and her ovaries were attaching to her kidneys"), intestinal obstruction ("severe bowel blockage") and haematochezia ("bloody stools") in a 22-year-old female patient who had essure (batch no. 619619) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included laparoscopy, hysterectomy, menstruation abnormal and abdominal cramps. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), intestinal obstruction (seriousness criterion medically significant) with abdominal pain, vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches,"), nausea ("nausea,"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue,"), blood urine present ("blood in urine"), renal pain ("kidney pain") and urinary incontinence ("urinary incontinence"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), abdominal adhesions (seriousness criterion medically significant), abdominal pain upper ("cramps in her stomach"), constipation ("constipation"), haematochezia (seriousness criterion medically significant), adhesion ("severe adhesive disease") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy) and surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, migraine, nausea and dysmenorrhoea had resolved, the pelvic inflammatory disease, intestinal obstruction, constipation, haematochezia, female sexual dysfunction, headache, fatigue, adhesion, blood urine present, renal pain, urinary incontinence and abdominal pain lower outcome was unknown and the abdominal adhesions and abdominal pain upper was resolving. The reporter provided no causality assessment for abdominal adhesions, abdominal pain upper, constipation and haematochezia with essure. The reporter considered abdominal pain lower, adhesion, blood urine present, dysmenorrhoea, fatigue, female sexual dysfunction, headache, intestinal obstruction, menorrhagia, migraine, nausea, pelvic inflammatory disease, pelvic pain, renal pain, urinary incontinence and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion . Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming :severe adhesive disease, chronic pelvic inflammatory disease , menorrhagia . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 7-sep-2018: pfs received. Reporter information updated. Lot no. Updated. Patient demographics were added. Suspect drug indication added. Events added per pfs abnormal bleeding (vaginal),abnormal bleeding(menorrhagia), apareunia (inability to have sexual intercourse, blood in urine, kidney pain, urinary incontinence migraines, headaches, nausea, dysmenorrhea (cramping), fatigue, severe bowel blockage, chronic pelvic inflammatory disease, severe adhesive disease, lower abdominal pain. Onset dates and outcome was updated incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("surgery to remove the essure implant"), abdominal adhesions ("scar tissue closing off her bowels and her ovaries were attaching to her kidneys"), pain ("tissue was causing severe pain") and haematochezia ("bloody stools") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included laparoscopy and hysterectomy. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal adhesions (seriousness criterion medically significant), pain (seriousness criterion medically significant) and haematochezia (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain upper ("cramps in her stomach") and constipation ("constipation"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal adhesions (seriousness criterion medically significant), pain (seriousness criterion medically significant) and haematochezia (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain upper ("cramps in her stomach") and constipation ("constipation"). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain and haematochezia outcome was unknown, the abdominal adhesions and pain was resolving, the abdominal pain upper was resolving and the constipation outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter provided no causality assessment for abdominal adhesions, abdominal pain upper, constipation, haematochezia and pain with essure. Most recent follow-up information incorporated above includes: on (B)(6) 2017: this case was converted from the conceptus database into argus on (B)(6) 2013 and was initially reported by a consumer. Further information was received on (B)(6) 2017 and qualifies this previous conceptus case as reportable case by bayer. New information added: case classification updated to potentially legal and incident. New reporters added. Device start and stop date updated. New event pain added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.